Manufacturer narrative:
(B)(4). Initial reporter: international phone number - (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the spike of a buretrol administration set was observed "broken". There was no patient involvement in association with this report. No additional information is available.